Event description:
Procedure type: colon resection. Patient gender: unknown. According to the reporter: after firing the device was stuck in the patient. The operator manually cut the tissue to remove the device. Anastomosis was completed manually with suture. The patient currently is in well condition. No patient injury was reported.

Manufacturer narrative:
Initial report sent: 02/29/2008.